Event description:
On (B)(6) 2020, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, it was reported that the patient was treated with unknown antibiotics for a possible stoma site infection. The infection could not be confirmed and the antibiotic route remains unknown despite efforts to gather additional information. Conservatively, abbvie has chosen to report this complaint.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.